Manufacturer narrative:
Investigation summary a video was provided by the customer showing the tubing line with air inside of the tubing. The drip chamber did not appear to be filled. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a chemoclave® vented bag spike where it was reported that air in line occured during an infusion. There was no concomitant drug, and no concomitant device involved. There was no bleedback, no biohazard, with chemo, and unknown user facility medwatch. The chemo drug's name was unknown. Device was not reprocessed/ resterilized. The quantity affected was 2, there was patient involvement, but no adverse event/ patient harm and no delay in critical therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Phone number: (B)(6).